Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The customer did not retain the model and lot number which determines the date of manufacture and the 510k. Patient information (ID) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer reports that the endotracheal tube was found to be bent when they changed the inner cannula. No patient injury or ill effects occurred. No medical intervention or recannulation was required. The device was discarded by the customer.